Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, three (3) photographs were submitted for evaluation. Visual evaluation of the photographs was conducted, and no defects or discrepancies were visible in the provided photographs. Based on visual findings, the reported defect was not confirmed from the provided photographs. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: brief inquiry description, backflow of blood & medication into tubing and syringe. Detailed inquiry description two instances of leakage and backflow into bd syringe during infusion. Setup involves a perfusor, b. Braun tubing (v6223), bd 10ml syringe & hemodialysis machine. Leakage occurred at b. Braun tubing connection to bd 10ml luer lock. First incident involved iron sucrose infusion, second incident involved ferroc gluconate infusion.